Manufacturer narrative:
H.6. A new decision tree was created this complaint is not MDR reportable. When there are flow issues during aspiration/drawing up or transferring fluid into a chamber or reservoir due to the misuse (repeated use of the same syringe/needle), this may require the use of a new needle/syringe. This event occurs when the end user is reusing the syringe/needle to aspirate and refill fluid into a chamber/reservoir which is dispensed at a later time. This will not lead to harm or serious injury. H3 other text : see section h.10.

Event description:
Material no.: 309657; batch no.: 8255626. It was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip the customer had difficulty taking the insulin out of the insulin vile. The following information was provided by the initial reporter: unable to fill customer had difficulty taking the insulin out of the insulin vile. Customer was able to successfully load a cartridge using this needle and syringe.

Event description:
Material no.: 309657 batch no.: 8255626 it was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip the customer had difficulty taking the insulin out of the insulin vile. The following information was provided by the initial reporter: unable to fill customer had difficulty taking the insulin out of the insulin vile. Customer was able to successfully load a cartridge using this needle and syringe.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 309657, batch no.: 8255626. It was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip the customer had difficulty taking the insulin out of the insulin vile. The following information was provided by the initial reporter: unable to fill customer had difficulty taking the insulin out of the insulin vile. Customer was able to successfully load a cartridge using this needle and syringe.